Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, that the colonovideoscope tested positive for 28 colony forming units (cfus) of enterococcus gallinarum, >200 cfu's of viable microorganisms, and an unspecified cfu count of enterococcus faecium. All channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information was added to the following fields: d8, d9, h3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus found that the distal end has foreign objects. It was not possible to identify the foreign object. We could not specify the root cause of the material remaining in the device; however, deviation of the reprocessing method from the instruction manual may have caused the foreign material remaining. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture was tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The legal manufacturer reviewed the customer-provided cds processes, and as a result of the review of the reprocessing method information provided by the user, the deviation of water was not aspirated through the instrument/suction channel during precleaning was observed. The hygiene microbiological investigation report indicated the channels of the scope were cultured, and no bacteria were detected. The results obtained comply with the target level for an endoscope subjected to high-level disinfection and rinsed with sterile water. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Cfu: 28 cfu/100 ml. Bacterial identification: enterococcus gallinarum. Sampling date: (B)(6) 2024. Cfu: >200 cfu/100 ml. Bacterial identification: viable microorganisms. Sampling date: (B)(6) 2024. Cfu: >unknown. Bacterial identification: enterococcus faecium. Sampling date: (B)(6) 2024. Sampling from: the distal end section. Cfu: n.d. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: the instrument/suction channel. Cfu: 0 cfu/ml. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: the air/water channel. Cfu: 0 cfu/ml. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: the auxiliary water channel. Cfu: 0 cfu/ml. Bacterial identification: n/a. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.